Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels of 40 mg/dl. Reportedly, the customer adjusted the pump's basal rates to account for a new medication, but had adjusted the basal rates too high, causing the low bg. Customer consumed food and sugar and suspended insulin delivery to address the low bg. Tandem technical support instructed the customer to call back to troubleshoot and consult with a healthcare provider if the issue reoccurs.